Event description:
It was eported difficulties with pressing the quick bolus/wake button on the pump, which made it challenging to activate the screen. There was no adverse impact on the customer¿s blood glucose level. The customer was provided instructions to firmly press the center of the button, but despite these efforts, the button remained difficult to use. Customer reverted to an alternate method of insulin delivery.